Event description:
Pt was sent home on an ambulatory pump for a 46 hour infusion. When he returned to clinic at appointed time there was still 23cc left in bag. There had been some air left in the bag and it was gone but this was not close to the 23cc that should have been infused. Believe there is a problem with the pump and it has been taken out of service and sent for eval. No harm came to pt at all.